Manufacturer narrative:
One used convective warming system was received. The device appeared to be in good condition. The filter was clean, but on removal of the top cover, internal components and covers contained oil residue. The motor capacitator was split open and leaking oil. A burnt smell was present, and there was evidence of smoke. Capacitor oil was found to have leaked down and was heated from the motor. Heat from the motor over time can cause the capacitor to physically open and lead to oil leakage. The root cause of the reported issue has been attributed to a faulty capacitor on the motor assembly. One used convective warming hose with thermistor was also received for evaluation. This device was tested against a fully-functional convective warming system. The hose functioned as intended and the reported issue could not be confirmed.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that a level 1® equator® convective warming system had an electric short circuit and a "burn smell". The programmed temperature was 40°c, and no alarm was activated. The issue occurred during an "intervention". No injury was reported.